Event description:
It was reported that, during instrument set-up, the handpiece was dropped while attempting to insert the anspach and long attachment. The snaplock broke when it hit the ground. Another handpiece was grabbed to perform the case. The patient was not impacted by this issue.

Manufacturer narrative:
The device, intended for use in treatment, was returned for investigation. A device history record review found no conditions which could contribute to the reported event and the device met all manufacturing specifications prior to being released for distribution. A complaint history review found similar reports and this issue will continue to be monitored. The navio handpiece was returned for further evaluation and the initial visual/functional inspection was performed, which confirmed the relationship between the device and reported event. The drill carrier was broken off the snap lock. It was reported that the snap lock broke when the handpiece and drill were dropped. The force of the bur hitting the floor would have been enough to damage the handpiece enough to make it all fall apart. The malfunction is likely due to user error.